Event description:
The pt reportedly experienced an infection. The pt was treated with antibiotics (type unk). Advanced bionics is in the process of gathering more info. Once more info becomes available, a supplemental report will be submitted.